Event description:
Boston scientific crm received information that this field representative (fr) called technical services (ts) to report this device had stored ventricular tachycardia episodes with an apvp at 80 to 100 bpm, then an as with a long pause pr interval then a vs. This was initially thought to be loss of capture. The leads were checked and the ventricular threshold was at 1.2v and the device was programmed to 2.0v. The device outputs were increased to 2.4v to ensure an adequate safety margin. Impedances and sensing were stable.

Manufacturer narrative:
Ts discussed this is most likely loss of capture or possible ventricular tachycardia, however, the vs comes in 120ms after the vp and tissue most likely is in refractory. The leads were checked and presently functioning appropriately. The fr will monitor.